Event description:
It was reported that while the patient was on a flight from new zealand to australia, they heard beeping tones coming from the subcutaneous implantable cardioverter defibrillator (s-ICD). After landing, the patient presented to the emergency department. Interrogation of the s-ICD demonstrated that the device displayed an error indicative of possible early battery depletion. Technical services review was pending. The s-ICD remains in service and no adverse patient effects were reported. It was additionally reported that physician elected to replace the s-ICD on (B)(6) 2026. The device was disposed of and thus will not be returned for analysis.

Event description:
It was reported that while the patient was on a flight from new zealand to australia, they heard beeping tones coming from the subcutaneous implantable cardioverter defibrillator (s-ICD). After landing, the patient presented to the emergency department. Interrogation of the s-ICD demonstrated that the device displayed an error indicative of possible early battery depletion. Technical services review was pending. The s-ICD remains in service and no adverse patient effects were reported. It was additionally reported that physician elected to replace the s-ICD on (B)(6) 2026. The device was disposed of and thus will not be returned for analysis.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, and based on product record reviews, boston scientific concluded that there was no problem detected with this device. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was not returned. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.